Event description:
It was reported that the patient suffered occluded right superficial femoral artery (sfa) and popliteal. Arterial ultrasound demonstrated re-occlusion of sfa and popliteal arteries. Revascularization of right sfa and popliteal with angioplasty (2.5-2 mm nanocross, 4x200 mm cook advance plain old balloon angioplasty (poba), 6x100 mm cook advance poba and stenting (6x25 mm viabahn into sfa, 5x5 mm viabahn in distal popliteal, of popliteal viabahn stent, 8x40 conquest to dilate proximal part of sfa viabahn. Nanocross pre-dilation, 3x120 serranator proximally, 2.5x120 serranator distally) with residual dissection treated with stenting (esprit 3x38 and 3.5x38).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.